Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was seen for a routine clinic appointment on (B)(6) 2019 and log files were sent for analysis. Technical services reviewed the submitted log files and no unusual events were seen. The mcs equipment appeared to be operating as intended. The clinician reported the patient is not on coumadin following an unreported gastrointestinal (gi) bleed. The patient is taking aspirin 81 mg daily. Multiple attempts for additional information about the gi bleed event were made but no additional information was provided. The dates of admission for the gi bleed are unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.